Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had experienced issues with air bubbles in the set. The customer had used 3 infusion sets and reservoirs during the last change and was not able to solve the problem. Customer requested to get replacements for the remaining sets from the box. Blood glucose value was 15 mmol/l. Customer declined troubleshooting.